Event description:
User facility medwatch report # (B)(4) reported right hip arthroplasty failure. X-rays obtained approximately two months prior to event, note an anterior and medial deviation if the acetabular component into the pelvis. Broken screws are visualized. There do not appear to be concerns with the femoral component. There appears to be good bone in the posterior wall of the pelvis.

Manufacturer narrative:
An event regarding crack/fracture involving a gap plate screws was reported. The event was not confirmed. Device evaluation not performed as the devices were not returned for evaluation. Medical records received and evaluation indicated that insufficient medical records were returned for evaluation. Device history review. Indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves anterior and medial deviation of the acetabular component into the pelvis and fractured screws. The exact cause of the event could not be determined as patient history and office notes were not made available. No further investigation for this event is possible at this time.

Event description:
User facility medwatch report # (B)(4) reported right hip arthroplasty failure. X-rays obtained approximately two months prior to event, note an anterior and medial deviation if the acetabular component into the pelvis. Broken screws are visualized. There do not appear to be concerns with the femoral component. There appears to be good bone in the posterior wall of the pelvis.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.